Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The staff follows the manufacturer's instructions for cleaning during reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation clogged nozzle was confirmed. Due to clogging of the air/water tube, water supply volume did not meet specification. The device evaluation found the suction cylinder was discolored; plug unit was damaged; due to damage on the charged coupled device unit, the image had white dots; due to wear of angle wire, bending angle in the up direction did not meet the standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the nozzle unit and air/water channel were clogged and foreign material came out of the distal end of the evis exera iii gastrointestinal videoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information found in event.

Event description:
The reported event occurred during reprocessing. There was no patient involvement.